Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin received with cracked case at display window corners, display window, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump got washed with her clothes. Customer has tried to use the device but when she tried to bolus the act button does not respond. Customer's blood glucose was 115 mg/dl. Customer inserted a new battery after water exposure. Customer stated the number kept scrolling when she was trying to set up the time. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.